Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 49 mg/dl due to programming the pump's correction factor setting incorrectly. Customer consumed carbohydrates to treat the low blood glucose level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.